Event description:
It was reported by the customer that a pyxis medstation es system drawer 4.2 failed. All pockets comes out and stating device not detected on bus. The customer stated that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the drawer failure. The field service engineer replaced retractor band on main hh drawer 4.2. The system functioned as intended after the field service engineer troubleshooted the device.